Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Evaluation of the pd engine confirmed the reported problem and found cracked solder joint at pin1 of t105. The device was returned to zoll medical (B)(4); the malfunction was observed and the pace/defib engine was replaced to resolve the malfunction. The device was recertified and returned to the customer. The pace/defib engine was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty solder joint on a transformer on the pace/defib engine. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.